Event description:
During preparation of the trellis one of the balloons burst at directed inflation. No injury to the patient. Investigation of the returned balloon found a crater at the proximal ro marker of distal balloon.

Manufacturer narrative:
The device history record (DHR) review was conducted for product code bvt608030, lot# 551287, which was manufactured in june 2012 and the expiration date is may 2014. This lot was 100% visual and functional inspected with no defects detected.